Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system used. (B)(6).

Event description:
Reporter alleged obtaining a result of 108 mg/dl on the advantage system compared back to back with a result of 54 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter states that he was feeling shaky and ate cookies and drank juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had been used for four firings with no problems. On the fifth firing over an artery, the clip got stuck in the jaw and did not want to release. The surgeon was able to wiggle the device off the duct and push open the handle to open the jaws. The device had been inspected between uses, was fired plastic to plastic. There was no torque pressure applied. It was not fired across existing clips/staples. The same device used to complete the procedure. There was no adverse consequence to the patient.